Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6) 2019 due to their ipg unintentionally shutting off.

Manufacturer narrative:
The reported event of stimulation turning off was not confirmed. The ipg was returned without any anomalies that would contribute to the reported issue. As received, normal pairing and bluetooth (ble) communication was observed. No connectivity issues were noted. The uep inductive tool showed the device was in the therapy application state and functional. The ipg was tested to manufacturing specifications using ate and passed all tests. Recreation of the field scenario showed the device provided simulation for 16 hours without any interruptions. The returned ipg displayed normal device characteristics. The cause of the reported issue could not be conclusively determined.